Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the (B)(6), anchor tissue retrieval system device was used in an unknown procedure on (B)(6) 2024, and ¿retrieval bag ruptured as it was being pulled out of abdomen, and the contents spilled all over the abdomen. This added an extra 25 minutes to the case to clean up gallbladder and contents¿. The procedure was completed with "no clinical significance" and "no injury to patient or staff". Further assessment found that "the surgeon had to do a washout" of the patient's abdomen, and the wound classification was changed due to contamination of the site; however, the customer confirmed that the patient was not injured. There was no known fragmentation of the device. This report is being raised due to the reported injury of the wound classification being changed as a result of the event.

Event description:
A customer reported that the trs100sb2, anchor tissue retrieval system device was used in an unknown procedure on (B)(6) 2024, and ¿retrieval bag ruptured as it was being pulled out of abdomen, and the contents spilled all over the abdomen. This added an extra 25 minutes to the case to clean up gallbladder and contents¿. The procedure was completed with "no clinical significance" and "no injury to patient or staff". Further assessment found that "the surgeon had to do a washout" of the patient's abdomen, and the wound classification was changed due to contamination of the site; however, the customer confirmed that the patient was not injured. There was no known fragmentation of the device. This report is being raised due to the reported injury of the wound classification being changed as a result of the event.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.